Event description:
Ligasure atlas malfunctioned while in use during laparoscopic splenectomy; surgeon unable to unclamp the device from the vessel that was trying to be ligasured; the surgeon¿s next step was to convert from laparoscopic to open stat procedure.